Event description:
This lead was implanted on (B)(6) 2012 and was repositioned due to poor sensing, unable to sense afib appropriately. The physician was dr. (B)(6) at (B)(6) center in neptune, nj. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).